Event description:
The customer reported that they received an erroneous result for one patient sample tested for total protein. The sample initially resulted as 0.3 g/dl and this value was reported outside of the laboratory. The physician questioned the result on (B)(6) 2013. The customer found the sample in the refrigerator, so he aliquotted the sample into another tube and centrifuged the aliquot. He repeated the sample on (B)(6) 2013 and the repeat result was 6.7 g/dl. The repeat result was believed to be correct. The patient was not adversely affected. The total protein reagent lot number was 68369401 with an expiration date of 08/31/2014. The field service representative could not determine a cause. He noted that the sample was possibly bad. He verified proper internal and external rinsing of sample and reagent probes. He verified proper evacuation of cuvettes and dispense of the rinse mechanism. He verified proper fluidic and vacuum pressures. He performed an instrument check and all results were within specifications. Further investigations could not identify a specific root cause. It was determined that the customer was not following tube manufacturer recommendations in preparation of the sample and that this may be the root cause.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.